Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system was hospitalized because of an inappropriate shock due to oversensing of noise and t-wave oversensing due to a decrease in signal amplitude. The inappropriate shock occurred while the patient was washing dishes. A prayer test was performed, and noise was observed across all vectors. The health care professional (hcp) suspected there was damage to the electrode and programmed tachycardia therapy off. The patient was transferred to a different hospital for a possible electrode extraction. It was noted the episode occurred while the device was programmed to primary vector. Also, shock impedance was low in range at 59 ohms and system impedance was within normal range. Abnormal morphology was observed during the episode. After the episode, morphology appeared normal. Technical services (ts) reviewed device data and determined the change in morphology appeared to be patient related. Premature ventricular contraction (pvc) waveforms were observed in previous device transmissions. During the episode, the device was programmed to single zone, therefore wave discrimination was not applied. This caused the signal to be interpreted as t-waves. Ts recommended reprogramming the device to dual zone configuration. Also, the patient received a chest x-ray to evaluate a potentially loose pin. No abnormalities were observed in the imaging, and ts determined the likelihood of a loose pin was low. This s-ICD remains in service. No adverse patient effects were reported.